Event description:
It was reported the bronchovideoscope's distal end had a burn. There were no reports of patient harm.

Manufacturer narrative:
Address - line 1 in section e1 shortened from "shinjuku monolith, 2-3-1 nishi-shinjuku" to "shinjuku monolith, 2-3-1" due to system's restriction on maximum number of characters. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, it is likely the defective event was caused by stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the instructions for use which state: instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.2 ¿inspection of the endoscope¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no other reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the distal end of the bronchovideoscope had a burn. There were no reports of patient involvement.